Event description:
Reference number (B)(6). Event occurred in germany. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for one day. No further information available.